Manufacturer narrative:
(B)(4). The device history records were reviewed, and no was issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What was the date of the initial procedure? What tissue was the silk suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were any cultures performed of the wound secretion? If so, what are the results? What was the date of the suture removal? Were the sutures removed earlier than the normal routine removal time frame? Was the patient's post- operative care altered in any way as a result of this event? What was the indication for anti-infective treatment? Were cultures performed? What were the results? If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Seven days after disinfection and sewing in hand trauma, the patient suffered from erythema, and inflammation on the wound. The doctor removed the suture and anti-infective treatment was given. Then the patient's condition changed better. Additional information has been requested.